Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 50% stenosis, tortuous lesion and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 50% stenosis, tortuous lesion and severe calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a tortuous and severely calcified lesion in the lad with 50% stenosis the stent could not pass. The device was removed. Evaluation summary: the distal tip was flared indicating that it may have born stubbed during advancement. A number of struts on the 1st, 2nd, 8th, 13th and 14th proximal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).